Event description:
It was reported that the vns patient was hospitalized on (B)(6) 2012 due to "uncontrolled seizures." The patient had been scheduled about two weeks before for vns generator replacement due to the "elective replacement indicator (eri)" being set to "yes." The site will reportedly not be providing any additional information. Surgery to replace the patient's generator has occurred. The site does not return explants per hospital policy.

Manufacturer narrative:
.